Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported via sr. Inbox that customer went to the hospital due to high blood glucose. Customer declined transfer to 24 hour helpline and did not want to be contacted regarding issue. Customer's blood glucose was not provided.